Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was 107 mg/dl. The customer stated that the leak occurred on transfer guard. The customer advised that there is no visible fluid/insulin in the battery, reservoir compartment or under lcd display. The customer was advised that we would send replacement reservoirs.